Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with detection. It was noted the device detected supra ventricular tachycardia (svt) as ventricular tachycardia (vt) and provided anti-tachyarrhythmia pacing (atp) therapy.

Event description:
It was reported that the patient experienced a dizzy spell and a device interrogation indicated detection was not withhold during supra ventricular tachycardia (svt) and atp therapy was inappropriately delivered for an episode of atrial fibrillation (af). It was noted the episode was detected while the device was in mode switch and the implantable cardioverter defibrillator (ICD) had already recognized that there was an at/af episode ongoing, however, pr-logic recognized the episode as a ventricular tachycardia (vt) episode and therapy was not withheld by wavelet. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.